Manufacturer narrative:
Philips service replaced geo tilt module bipl. Kit wp and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometry module failure limited movement functionality on an allura xper fd20/10 & fd20/20. The clinical use of the system was unknown. There was no reported patient or user harm.